Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations orders were not crossing over and were on critical override due to communication issues with the carefusion coordination engine (cce) server as the cce service not refreshed for an extended period. A technical support specialist (tss) logged into pyxis enterprise and verified connectivity, then restarted the cce service to and reestablished the communication. Then notices on health sight viewer (hsv) were cleared, and stations returned to normal. Tss advised customer to reboot bd servers regularly to apply updates and maintain stability. Customer acknowledged and confirmed that issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, new orders were not crossing over from the server to all stations. Customer stated that the stations had been on critical override for 32 hours, with patient data potentially not current and an orders interface problem. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.